Event description:
Journal reference: tir et al. "Exhaustive, one-year follow-up of subthalamic nucleus deep brain stimulation in a large, single-center cohort of parkinson's pts." 2007/61/2/297-304. This article describes a study that enrolled 103 consecutive pts with parkinson's disease who were treated with bilateral stn-dbs. The pts were followed for a period of 12 mos. Reportable event: sixteen pts exhibited transient postoperative delirium, ranging from temporospatial disorientation to psychosis, that resolved in a few days 14 pts and in a few weeks in the remaining 2 pts. No pts required antipsychotic treatment.

Manufacturer narrative:
This report is being submitted following an internal audit.